Event description:
The reporter stated that the pump was rebooting for over a month and that it rebooted three times on (B)(6) 2012. She indicated loss of prime issues with the pump; she stated that 0 units of insulin were displayed on the home screen due the pump rebooting and that there was reportedly insulin left in the cartridge. The reporter stated that a lithium battery was used. There was reportedly no damage to the battery cap or battery compartment, there was no visible yellow o-ring, and the battery cap was secured to the pump. The reported loss of power on the pump was not able to be determined and customer support (cs) instructed the patient to discontinue the use of the pump. The reporter stated that the patient will continue using the pump and that she will continue monitoring the patient closely and that a backup plan is available if needed. The pump will be returned for troubleshooting and a replacement pump will be sent to the patient.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 03/16/2012 device evaluation: the pump has been returned and evaluated by product analysis on 02/17/2012 with the following findings: there was no physical damage found to the battery compartment or battery cap. The battery cap was found to secure tightly to the pump. The pump was found to boot up to the verify screen with the appropriate auditory and vibratory alarms. There were no alarms or power loss issues that occurred on the reported event noted in the pump¿s history. The pump was exercised for 24 hours and the reported intermittent issue could not be duplicated.